Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. Upon inspection, fse determined that the rgb module was faulty. The fse replaced the rgb module. After replacement of the rgb module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the equipment does not turn on. The device was not in clinical use.